Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, 5.00/3.0/077 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to angle closure with elevated intraocular pressure. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.